Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previous report. Updated: d4 - expiration date null. D10 - concomitant product null.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The event can be prevented by following the instructions for use which state: (B)(6) instruction manual page 4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use distal cover has the scope detached from the scope's tip. The issue was found during a diagnostic endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure. There were no reports of patient injury or harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct d4 - primary UDI number. Updated from ni to (B)(4).

Event description:
No additional information received from the customer.